Event description:
See initial report.

Manufacturer narrative:
Based on the intended use and different configurations of use of cardioplegia adapters, air bubbles are expected to form in the lines in an amount that would not be critical for the patient since the risk that air goes into the systemic circulation is very low. Accordingly, instruction for use prescribes to check that cardioplegia delivery set must be ensured to be free of air prior to cardioplegia solution delivery. In conclusion, this issue is not critical in terms of air management and it is unlikely that air is infused to the patient. Based on the above, the event has been reassessed as not reportable.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the cardioplegia solution administration adaptor. The incident occurred in park ridge, illinois. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report related to air being entrained every time that they switched from antegrade to retro or visa versa with a cardioplegia solution administration adaptor. The issue occurred during procedure. There was no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: according to follow up with the customer, it was confirmed the same issue has previously occurred ten (10) time on same catalog item and lot (ca-80010, lot: 2416300024). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.